Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (b)96) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the down arrow keypad button's delayed response was not confirmed or duplicated; all of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. No evidence of moisture contamination was found inside battery compartment. Evaluation also revealed a discolored/faded display screen. For testing, the faded display was replaced with a test display; the test screen was found to be fully functional and fully illuminated with no visible signs of fading or discoloration.